Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix issues. It was also encountered a lead damage. Sales representative explained that the physician clipped the rotation tool onto the port plug portion of the lead terminal pin. A small white piece of the plug was found broken on the lead terminal pin in white rubber plug portion within the rotation tool. No additional adverse patient effects were reported.